Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital after experiencing syncopal event. Upon device interrogation, the right atrial lead exhibited loss of capture at high output and the ventricular lead exhibited high capture thresholds. It was noted that the ventricular lead was implanted in the left coronary vein ¿ lcv. Chest x-ray revealed that the atrial lead was dislodged. Both the leads were capped and replaced on (B)(6) 2017. The patient was in stable condition prior, during and post procedure.